Manufacturer narrative:
Ddbb1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for atrial fibrillation (af) with rapid ventricular response as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode and was admitted to the emergency room (ER). The device was reprogrammed and the issue was resolved. The ICD remains in use. It was further reported that the right atrial (ra) lead had undersensing and oversensing during atrial arrhythmias. The lead remains in use. No further patient complications have been reported as a result of this event.